Event description:
During ecog (electro-corticography), the eeg monitoring headbox failed to display waveforms. A second headbox was immediately connected to replace the first one but was not connected in accordance with the instructions for use which caused the reconnection failure of the replacement unit. The surgeon decided to perform the surgery without eeg monitoring. According to the head eeg technician, no adverse event occurred as a result of this malfunction.